Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) 2018. According to the complainant, when delivering the stent into the patient, the guide catheter was pulled out the push catheter to deploy the stent, however, the suture didn't release and the guide catheter broke. The broken guide catheter remained within the push catheter, enabling the entire device to be removed from the patient in one piece. No other issues were noted and the procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be very good.

Manufacturer narrative:
Block f10: problem code 1069 captures for the reportable event of guide catheter broken. Block h10: product analysis the returned flexima biliary stent was analyzed. The stent returned loaded. Kinks were found in the guide catheter at the distal section, additionally, the push catheter suture hole was observed torn. The suture was returned detached. It's important to mention that the one proximal portion of the guide catheter was not returned for analysis. No other issues with the device were noted. The reported event was confirmed.it is most likely that the device could have been manipulated, handling and manipulation during its use could contribute to the found kinks in the device. The kinks in the guide catheter could create resistance and/or friction in the device use. The continuous attempts to release the stent in addition to the encountered kinks could result in the push catheter suture hole torn and the guide catheter break. This device condition could have generated that the suture loose, once that the suture is loosed could cause the suture deployment and stent failure to deploy reported issues therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) according to the complainant, when delivering the stent into the patient, the guide catheter was pulled out the push catheter to deploy the stent, however, the suture didn't release and the guide catheter broke. The broken guide catheter remained within the push catheter, enabling the entire device to be removed from the patient in one piece. No other issues were noted and the procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be very good. ***additional information received on (B)(6) 2019* the guide catheter was not broken. The broken part corresponds to the push catheter, at the proximal end of the catheter.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) 2018. According to the complainant, when delivering the stent into the patient, the guide catheter was pulled out the push catheter to deploy the stent, however, the suture didn't release and the guide catheter broke. The broken guide catheter remained within the push catheter, enabling the entire device to be removed from the patient in one piece. No other issues were noted and the procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be very good. Additional information received on 24oct2019. The guide catheter was not broken. The broken part corresponds to the push catheter, at the proximal end of the catheter.

Manufacturer narrative:
Problem code 1069 captures for the reportable event of guide catheter broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.